Event description:
Bilateral capsular contracture, baker grade 2, left-side.

Manufacturer narrative:
Tiger Aesthetics Medical Complaint#: (b)(4).Tiger Aesthetics Medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with moderate yellowing. The device weighed 567.1 grams. No additional observations. Tiger Aesthetics Medical will submit a supplemental report in accordance with 21 CFR section 803.56 if additional information becomes available.